Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced decreased blood glucose of 46-47 mg/dl which was addressed with consuming carbohydrates. The suspected cause for the customer's blood glucose was unknown. Tandem technical support performed a pump system check and found the pump to be functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.